Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was impossible to move on the left ventricular (lv) lead into the chosen vein. It was noted there was unsuitable electrical parameters. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.